Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2015 a 48 year-old male patient with aortic dissection extending from descending thoracic aorta, distal to lsa, to the bilateral cia (common iliac arteries. Underwent tevar where the following were implanted: zteg-2pt-34-24-199-pf, zteg-2p-24-115-pf-d and gzsd-36-164-2. On (B)(6) 2019, approximately 4 years later, paresis was observed and diagnosed to be due to spinal cord ischemia. The patient was able to walk independently. The patient was hospitalized and was treated by medical intervention. Eventually the patient recovered. Per the physician¿s comment most of the intercostal artery flow was from the false lumen, placement of the stent graft resulted in disappearance of false lumen flow, why it was presumed to have caused the spinal cord ischemia and thereby the paresis. It is noted in related complaint ((B)(4)) that a distal extention stentgraft was placed to treat re-entry on (B)(6) 2015, details bout this procedure or implant however, is not provided. A clinical assessment was conducted by medical advisor. The assessment states that in this case, the fact that the patient was fine for almost 4 years post-procedure would suggest that it was not the procedure or the device that was responsible for his lower limb weakness. Per the medical advisors speculations the time interval of almost 4 years, and the fact that the original disease that was treated was aortic dissection, it is possible that the dissection may have progressed in the interval, or there may have been progressive thrombosis of the false lumen, which in turn, may have caused some transient sci. Access to review the imaging would be a big help in deciding this. An exact cause for this event cannot be established. It is likely that the cause is related to disease progression. Access to images would help in deciding this. Review of the device history record gave no indication of the device being produced outside of specifications. Per the IFU paraparesis is a known adverse event and graft implantation may increase the risk of paraplegia or paraparesis where graft exclusion covers the origins of dominant spinal cord or intercostal arteries. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). (B)(4). Similar to device under PMA/510(k): p070016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6) 2015: a (B)(6) male patient underwent aorta dissection repair. The procedure was consisted of placement of zteg-2pt-34-24-199-pf ((B)(4)), zteg-2p-24-115-pf-d ((B)(4)) and gzsd-36-164-2 ((B)(4)). (B)(6) 2019: paraparesis was observed due to spinal cord ischemia. The patient had ability to walk independently. Medical treatment has been performed to the patient such as; hospitalization, pressor therapy, drug administration (glycereb, cilostazol and clopidogrel ). Patient outcome: the patient recovered.